Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the blade of the device was stuck to tissue and would not release. No patient injury occurred or medical intervention was required. Another device of the same type was used to continue the procedure.